Event description:
The reporter indicated that during an implant, test shock were at 400 ohms. The leads were reset to verify contact was being made. The device was abandoned and another device was connected. Impedances were slightly high in the 90s which was acceptable. The device will be returned for analysis.